Event description:
Information received indicates there are no siderail functions working manually or electrically with the exception of the hi/low function.

Manufacturer narrative:
Repairs have not been completed by the account. A follow up report will be sent once the customer discloses their investigation.